Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) batteries don't charge unless they are below 80%. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation finding, component codet, conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. Unit would not charge slot 1, found charging circuit had 0 volts while battery was below 50%, reseated batteries, issue did not resolve, replaced power management board, batteries charged after board replacement, functional testing passed, unit passed all functional and safety tests per factory specifications. Returned to customer.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device ¿ problem code, type of investigation, investigation conclusions).